Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in october 2010 and is 14 years old. Archive data review showed the occurrence of system error - 136 (internal parameter corrupted), confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The root cause of system error - 136 was the defective processor board, which was replaced to remedy the system error. Subsequently, the autopulse platform was tested with the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." No patient involvement.